Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 14f amulet delivery sheath was chosen for a procedure. During the procedure, a non-abbott guidewire was introduced into the vessel and kinked before unkinking, after which the operator advanced a 14f amulet delivery sheath. No bent or kink was observed in the amplatzer amulet delivery sheath. After sheath insertion, the healthcare team observed a drop in the patient¿s blood pressure. They suspected that the vessel may have been "scratched" (injured) during guidewire manipulation. The implanter believes the vessel injury might have been caused by the guidewire or possibly both the guidewire and the delivery sheath. An inferior vena cava (ivc) rupture was identified and treated by the interventional radiology team with percutaneous stent placement. The patient is reported to be recovering well. The healthcare professional did not state that the patient or user experienced adverse health consequences due to the performance of the product, and there is no allegation of malfunction against the abbott device or procedure. Initially, the team focused on the shunt across the transeptal puncture as the cause of dropped saturations; there was no pericardial effusion. The patient¿s blood pressure dropped during the event, but otherwise remained stable and was doing well the following day. The hospitalization was prolonged by one day due to the event. The implanter does not classify this event as being related to the performance of the device.

Manufacturer narrative:
An adverse event without identified device or use problem was reported with hypotension and vascular dissection. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause for the reported vascular dissection could not be determined. The reported hypotension is likely cascading effect from the event. An intervention, prolonged hospitalization, and serious injury was a result of case-specific circumstances, as a stent was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.